Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed aneurysm sac growth, a type 3a endoleak with component separation and a type 3b endoleak, crown separation. On (B)(6) 2017 the physician elected to implant an ovation device to resolve the endoleaks. The secondary procedure was completed with no observed endoleak. The patient was reported to be in stable condition post procedure and there have been no additional adverse events reported for this patient.